Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting high atrial thresholds. An invasive procedure found fluid in the seal plugs. The ipg was explanted and replaced with another model 1230.